Event description:
It was reported that, "the pt put on a sock at home and hip dislocation occurred. This has occurred before and pt was concerned it could keep recurring and wanted to have this taken care of. The surgeon scheduled a time to revise poly insert and head."

Manufacturer narrative:
Add'l info: no devices were made available as per hospital policy. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The root cause of the reported event could not be determined with the info provided, however, it is noted that the device was implanted for almost 12 years in an active, overweight pt. Dislocation is identified as a possible adverse effect of hip arthroplasty in the instructions for use.